Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a catheter break is confirmed but the exact cause could not be determined from the photo provided. Two photo samples of a perqcath catheter were provided for evaluation. The first photo shows the catheter in use within a patient. A complete break in the catheter located at the region extending from the strain relief sleeve was observed. The second photo shows the catheter length outside of use. Blood is present within the catheter. The break surface characteristics cannot be clearly observed. Based on the photo samples provide, possible contributing factors include material fatigue caused by repeated kinking, sharp instrument damage, and over-stretch of the catheter. Since a break in the catheter was present near the hub, the complaint is confirmed; however, the exact cause and factors remain unknown. A lot history review (lhr) of recx3608 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that a head nurse called in the morning of (B)(6) 2020, saying that catheter rupture occurred after the dressing was removed for catheter maintenance. The catheter fractured at the connection of the external part and the withdrawn internal part remained complete without damage.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of recx3608 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that a head nurse called in the morning of (B)(6) 2020, saying that catheter rupture occurred after the dressing was removed for catheter maintenance. The catheter fractured at the connection of the external part and the withdrawn internal part remained complete without damage.